Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Intermittent capture and poor intrinsic sensing were observed on the right ventricular (rv) lead while the left ventricular (lv) lead exhibited high pacing thresholds with phrenic nerve stimulation in all effective configurations. It was noted the patient is not pacemaker dependent. A revision procedure was later performed wherein the ICD, rv lead, and lv lead were explanted and replaced; neither explanted lead was made available for return. No adverse patient effects were reported.